Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump is not working. The blood glucose reading is 17 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.